Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue occurred with an enteral feeding pump. Upon triage on (B)(6) 2018, the service tech found the unit had a blank display.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of ¿service technician found the pump had a blank display¿. The unit was triaged and the reported condition was confirmed. When the unit was powered up the display remained blank. The unit was disassembled and a visual inspection showed the main pcba had corrosion in the upper right hand corner. Liquid ingress caused the corrosion and is a result of customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.